Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient underwent deployment of an inferior vena cava (ivc) filter for deep vein thrombosis, pulmonary embolism, and contraindication for anticoagulants for cholecystectomy. Access was gained via the right internal jugular vein. An inferior venacavogram performed during ivc filter deployment revealed wide patency of the inferior vena cava. No thrombus was identified within the inferior vena cava. The renal veins entered at the upper l2 level. The ivc filter was successfully deployed in the infrarenal inferior vena cava using fluoroscopic guidance with the apex or cephalad tip of the filter was located at the level of the lower half of the l2 vertebral body. Patient tolerated the procedure well with no immediate complication. Patient was discharged three days post deployment on lovenox. Approximately two years, two months post ivc deployment, the patient presented with complaints of intermittent nausea associated with coffee-ground emesis while taking arixtra. Same day a CT of the abdomen revealed an ivc filter with caval penetration and one of the anterior legs extended into the region of the duodenum which may have explained the patient¿s hematemesis, otherwise and abdominal pain. Same month, the patient was schedule for ivc filter retrieval. Access was gained via the right internal jugular. An inferior venacavogram performed prior to ivc filter retrieval revealed an ivc filter with the proximal hook overlying the lower l2 vertebral body. There was mild narrowing of the inferior vena cava at the level of the filter and a single prominent right paravertebral vein filling. Several filter limbs appeared to project beyond the margin of the inferior vena cava. An inferior venacavogram performed post ivc filter retrieval demonstrated a successful retrieval of the ivc filter with mild to moderate stenosis of the inferior vena cava at the ivc filter level with a single right paravertebral vein filling and no evidence of a retained fragment. Further information provided stated no tear from the ivc filter and no tear in the duodenum. Inspection of the ivc filter demonstrated 1 mm of the foot plate from the tine was missing. Patient was discharged on the first post-op day in good condition on arixtra. The patient¿s current condition is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years, two months post deployment, a CT of the abdomen revealed an ivc filter with caval penetration and one of the anterior legs extended into the region of the duodenum. An inferior venacavogram performed prior to filter retrieval revealed several filter limbs appeared to project beyond the margin of the inferior vena cava. The filter was successfully retrieved and inspection of the filter post retrieval demonstrated 1 mm of the foot plate from the tine was missing. Therefore, the investigation can be confirmed for perforation of the ivc and detachment. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 10/2012; manufacture date: (10/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated, tilted, and filter limbs remain in an unknown location. The device was removed percutaneously. The status of the patient is unknown.